Event description:
Additional information was obtained. A revision procedure was performed. When the pocket was opened, visual observation revealed this lead was able to move in the suture sleeve. No connection issue was noted. A decision was made to replace this lead. This lead was removed. An attempt to replace this lead was unsuccessful and the left ventricular port was plugged. Replaced with a non-boston scientific lead successfully and returned for analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the implant of this left ventricular lead, difficulty was encountered obtaining a stable position. One month later, this lead was suspected dislodged but remained in the target vein. In addition, increased threshold measurements were obtained. An electrogram revealed loss of biv pacing. A revision procedure is intended in the near future. An internal technical service consultant was contacted and recommended further lead integrity testing. No adverse patient symptoms were reported.